Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Biofilm build up discovered inside the offset reamers and in line offset impactors. Tha procedure delayed more than 5 minutes.

Manufacturer narrative:
Reported event: the event reported that 4 offset reamer handles and 4 trident inline-offset impactors had biofilm build up. The procedure was delayed 5 minutes. Device evaluation and results: visual inspection showed no foreign matter (biofilm) or debris. The yokes of the proximal u-joint was found to be worn at the edges. Functional inspection showed that the device rotated freely and smoothly. Device history review: review of device history records indicate 7 parts were dispositioned "use as is" on (B)(6)2017 per qt 17-05-0089. The non-conformance was not related to the failure in this complaint. Fifteen (15) of 23 parts were dispositioned "use as is" on (B)(6) 2017 per qt 17-05-0016. The non conformance was unrelated to the failure in this investigation. Eight (8) of the 23 parts were dispositioned to remain in np for further disposition per qt 17-05-0016 on (B)(6) 2017. The nonconformance's were unrelated to the failure in this complaint. Complaint history review: review of complaints for p/n 212760, l/n 3578991 show no other complaint related to the failure in this complaint. Conclusion: the failure was not confirmed. Biofilm was not seen within the device. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Biofilm build up discovered inside the offset reamers and in line offset impactors. Tha procedure delayed more than 5 minutes.